Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.the lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was that during a donor nephrectomy procedure, the device was used for approximately 10 minutes. After activation, when the lever was released, the handpiece still was activated.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2018. Batch # p9471y. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident that the handpiece still was activated. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.